Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: turning on and off. Confirmed failure: upgrade main board, broken jaw, goes to standby intermittently. Probable root cause: - damaged light cable - damaged scope - damaged coupler - damaged leds - main board malfunction - loose / misaligned jaw assembly - light engine/ light pipe malfunction or damaged - bent esst contact - inconsistent esst contact - camera head communication - front board malfunction - touch panel malfunction - power supply malfunction - thermal switch malfunction - ac inlet board malfunction - inadequate air flow - sidne port malfunction - poor workmanship - inadequate calibration - use errors - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge.

Event description:
It was reported that there was a loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a loss of image.